Event description:
It was reported that the ilet did not charge as expected on the charging pad despite a green light, and the user had to position the pump precisely to initiate charging, indicating a charging issue associated with the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Customer care agent performed an investigative communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a fracture-related problem associated with the battery charger, consistent with a device problem affecting charging. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.